Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 inappropriate shocks and anti tachycardia pacing (atp) across two episode events due to possible atrial fibrillation (af) with rapid ventricular rate (rvr). This patient does not have an active atrial lead. Therapy delivery is considered inappropriate as this device is not intended to treat atrial arrhythmias. This device remains in service. No additional adverse patient effects were reported.